Manufacturer narrative:
The uas itself was working, but the customer needed the velcro to keep the sensor closed. The field service rep (fsr) stated this hospital has a certified trained biomedical engineer (biomed) on the perfusion system that does their preventive maintenance (pm) inspections. The biomed called technical support for a replacement latch and will make the repair himself. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the latch on the ultrasonic air sensor (uas) was broken. The device was not changed out, as the customer put velcro on the uas to allow them to keep it closed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.